Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an alarm occlusion. No troubleshooting was performed because the customer had changed out the supplies prior to the call. The customer also reported receiving a minimum fill alert after changing and supplies. The customer indicated that a new cartridge would be used. The customer's blood glucose was 377 mg/dl. The customer delivered a correction bolus to address glucose level.